Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that removal difficulties occurred. The very difficult case was indicated to treat right sided peripheral vascular disease. Vascular access was obtained via the left common femoral artery. A 7f, 65 cm, st, tb chariot guiding sheath was selected and a very slight tip shape was applied by the physician prior to loading on a .035 non-bsc guide wire. They used step technique to advance the chariot up and over the bifurcation. Once past the bifurcation, the encountered no problem getting down the right side. A non-bsc guide catheter and non-bsc protection wire were placed. A non-bsc thrombectomy catheter was placed in the superficial femoral artery (sfa) and was swapped out to another non-bsc thrombectomy catheter to get to the popliteal. Non-bsc balloon catheters were used below the knee and in the sfa. They then pulled the chariot back so they could perform angioplasty on the iliac with a non-bsc balloon. The balloon was then removed so the physician could take images. All of the devices passed without issue. The non-bsc thrombectomy catheter was readvanced; however, it would not pass. When they looked down to the sheath entry site, they noticed the chariot was slightly discolored and a couple of the coils were visible. They were able to get a .014 wire through the sheath and then cut it off from around the wire in order to remove it. The procedure was completed with another device. No patient complications were reported.